Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the instructions-for-use, which are provided with the device as a possible complication. Should additional information be provided a supplemental emdr will be submitted. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is being sent to provide the correct expiration date for the device. Corrected field: d4. Updated field: g1, g2, g4, g7, h2, h11 h3 other text : not returned.

Event description:
The following is based on medical records provided by the patients attorney: (B)(6) 2015 the patient underwent an open umbilical hernia repair with a bard/davol ventralex st mesh and an open left inguinal hernia repair with implant of a non bard/davol mesh. The attorney alleges "failure of the abdominal mesh."

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the instructions-for-use, which are provided with the device as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following is based on medical records provided by the patients attorney: on (B)(6) 2015 - the patient underwent an open umbilical hernia repair with a bard/davol ventralex st mesh and an open left inguinal hernia repair with implant of a non bard/davol mesh. The attorney alleges "failure of the abdominal mesh."